Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2024-02262, 2210968-2024-02263, and 2210968-2024-02264. Citation: https://dx.doi.org/10.21037/tlcr-22-177.

Event description:
Title: resection and reconstruction via median sternotomy incision for tracheal tumors. The aim of the study was to illustrate the clinical practice and advantage of the median sternotomy approach for treating tracheal tumors. The patients underwent operations in the department of thoracic surgery in the first affiliated hospital of guangzhou medical university from 2019 to 2021. Case 1 and 2 patients underwent tracheal-bronchial end-to-side anastomosis, while the other two patients received end-to-end anastomosis. The 2-0 prolene suture (ethicon) was used during the anastomosis. Interrupted anastomosis with 3-0 and 4-0 vicryl (ethicon) was used during the tracheal reconstruction. Reported complications are purulent secretion, anastomosis swelling, aspiration and respiratory infection in conclusion, tracheal resection and reconstruction via sternotomy or half-sternotomy is a practical approach for intrathoracic tracheal lesions. It facilitates a satisfying field and anastomosis procedure. The reported cases had ideal surgical outcomes. Although it is convenient in some specific cases, further studies are warranted for its safety and efficacy.